Manufacturer narrative:
Additional information was received that the (B)(6) infection has no location. No cultures were taken. The infection was determined when pre-testing was done before the surgery. The physician did not believe the infection was device related. No symptoms of infection was noted.

Event description:
A report was received that the patient tested (B)(6) infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(6), description: linear st lead, 50cm. Model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient tested positive for (B)(6) infection.